Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who fired the device and what is his/her experience? Where in the gap setting scale (green range) was the indicator located prior to firing? Did the healthcare provider wait 15 seconds and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. How many counterclockwise revolutions were completed to open device? Can you describe the staple form at the anastomotic site? Could you please indicate why each step was verbally provided to surgeon? Who provided the instructions? Prior to or after firing the device did the healthcare provider notice there was ¿more distance between the rings than typically observed in comparable anastomoses¿? Could you please clarify ¿distance between the rings¿? It was reported ¿sutures were not successfully because of vulnerable tissue.¿ what is meant by vulnerable tissue? What is the current patient status? Is the device available for return?

Event description:
It was reported that during a gynecological laparoscopic rectum-resection an event has occurred. The pre-diagnosis was a deeply infiltrating endometriosis thus originally an anastomosis was planned with the application of a circular stapler device. Every single step was orally instructed to the surgeon. After compressing the tissue and activating the stapler the surgeon complained that there was more distance between the rings than typically observed in comparable anastomoses. In the following removing the stapler was only possible with a cautious handling which in the end resulted in a negative leakage check with air. Suturing the lack wasn't successful because of the vulnerable tissue. This situation presents some completely open staples. The alternative lead in a sigmoidstoma (acc. To hartmann-procedure) applying purse-string stitch. A planned reconnection to the anus is planned next year.

Manufacturer narrative:
(B)(4). Batch # p55c5k. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.